Event description:
Additional information received reported the patient is getting better. It was noted the patient has feeling back in their leg in addition to the pain they were experiencing prior to the event.

Event description:
It was reported that a doctor, who was a very experienced scs (spinal cord stimulator) implanter, was performing a routine dual lead percutaneous implant. After the first lead was placed without any issues, a second needle was introduced in a similar technique. The lead was advanced under fluoro and observed to travel several levels up the spine as expected. The doctor noticed there was a difference in the way the lead was advancing and decided to take a lateral view with x-ray. He determined the lead was not in the same plane as the first lead. It was not as posterior in the spine. He determined the lead was subdural and decided to abort the case and had expected to treat the patient for a csf (cerebrospinal fluid) leak and come back another time to implant the device. It was then stated that "the patient experienced some motor function in her leg" and he sent her for an MRI. It was also stated that the surgeon could see evidence from the MRI that the lead had entered the spinal cord. Patient symptoms or complications associated with this event were weakness and a loss of motor function in one lower extremity which had improved since. It was also stated that the patient and the physician were not upset. It was also reported that the surgeon implanted pumps also but had never had a lead or catheter enter the spinal cord. This was not know at the time of the event. He aborted the implant of the leads and did not open the battery to come back in a few weeks. The patient's later development of loss of leg strength initiated an MRI. That image showed some evidence that a lead track was present even though the lead was removed within minutes. Both leads were disposed of at that time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).